Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the handle was loose, the light guide adapter was loose and there were dents on the distal edge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction reported by the customer: loose handle; therefore, the cause was trace to component failure, which was the same cause for the new reportable malfunctions mentions above. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the following reportable malfunctions: the handle was loose, the light guide adapter was loose and there were dents on the distal edge. There was no patient involvement.